Event description:
It was reported that a powered wheelchair sped up unintentionally and caused the user to run into a wall, pinning her finger and damaging the armrests. The user saw a chiropractor to help with her semi-permanent numbness. After follow up, the user said her finger was okay. Should additional relevant information become available, a supplemental report will be submitted.